Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) will not run on battery power only ac. Unit shutdown when unplugged. It was switched out, therapy was resumed. There was no harm reported.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d8, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions, component codes), h11. A getinge field service engineer (fse) reported on site on 8 august. Unable to replicate user complaint. Successfully completed a simulated treatment with testing catheter and trainer without issue upon initially testing unit without issue. Aforementioned completed on battery for about an hour identifying battery holding over half charge remaining for that running time. Battery discharges remaining 100. Batteries replaced in march 2024. Noteworthy, unit has recent history of battery issues in january and march 2024. Unit dust free inside and relatively clean. Power supply dusty internally otherwise. Nothing unusual identified in the logs. Power supply from 2011. Replaced power supply and batteries, as a pair, both parts as a precaution. Post replacement, successfully completed a full function check on unit, as well as a simulated treatment with testing catheter and trainer while onsite documenting subject service order. Unit calibrated and passed all functional and safety tests per factory specifications. Service completed. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed atsn into the cs300 test fixture serial number and tested the power supply to factory specifications. The fat dept. Proceeded to perform the battery run time test. The cs300 ran for over 135 minutes on battery only. The power supply also charged the batteries to a full charge overnight. The power supply met all factory specifications. The fat dept. Could not replicate the failure of the cs300 only running on ac power. The power supply passed testing. Retaining the power supply in the fat dept. Per procedure. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.